Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal tenderness and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum and exit site. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 24/apr/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and treated with antibiotics. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with complaints of abdominal tenderness and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 829, polymorphs = 83%) were collected, and the patient was diagnosed with peritonitis. The pdrn attributed causality to an unspecified touch contamination event, and the patient was treated with vancomycin and ceftazidime (e.g., route, dosages, durations, frequencies not provided). It appears there was an issue with the initial peritoneal effluent fluid cultures, and a redraw occurred after the patient had been receiving antibiotic therapy for 72 hours. As a result, the offending organism remains unknown. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn stated the patient continues to utilize the same liberty select cycler without any reported issues and is recovering from the serious adverse events.